Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130470.

Event description:
It was reported that the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention was undertaken to explant the leads and replace them with a paddle lead. Effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130470.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.